Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary-according to the information provided, it was reported that during a shoulder stabiliz, with the first randoms of a 4 mm ultra aggressive plus, they had metal abrasion. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, metallic particles were observed. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to excessive friction between the inner and the outer blade. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [m2001055] number, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported via complaint submission tool that during a shoulder stabiliz, with the first randoms of a 4 mm ultra aggressive plus, they had metal abrasion. The client is very unhappy. No surgical delay or patient consequences reported. Additional information provided by the affiliate reported the event occurred during a shoulder arthroscopy with rotator cuff repair. It was also reported that only large metal fragments could be removed and there are still small metal fragments within the shoulder joint space. The affiliate stated there was a 5 minute surgical delay caused by the need to attach a new blade and there were no patient consequences due to the delay. It was reported the current patient status is good.